Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing and power cycling without duplicating the report. The device's monitor board, dock connector board, and battery connection assembly were replaced as a pre-caution. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. No trend is associated with reports of this type.